Manufacturer narrative:
The device was returned to olympus for investigation. A sample of the foreign material was collected and sent to the legal manufacturer for further analysis. The material analysis showed that the material is fluorine compounds. The source of this fluorine compounds cannot be determined. The device has been repaired and returned to the user facility. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Corrected fields- h6 updated fields- h11.

Event description:
No additional information received from the customer.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope was clogged due to rubber-type material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.